Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer initially reported that the shaft cover was scratched. The incident device was returned and a visual inspection revealed that bare metal was exposed on the shaft as a result of the scratch.